Event description:
Boston scientific received information that the patient with the right ventricular (rv) lead experienced discomfort and elevated thresholds. A micro-perforation was confirmed by fluoroscopy and a lead revision procedure was performed. This rv lead was explanted and a new lead was implanted. The patient tolerated the procedure well and no additional adverse patient effects were reported. It was noted that the lead will be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is available at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.